Event description:
According to the reporter: the patient alleged injury. Medical history: this patient is a (B)(6) female who has a long history of stress urinary incontinence. The patient underwent procures both in 1988 as well as a repeat procedure performed in (B)(6) 2000 for stress urinary incontinence. The patient initially had some improvement in these symptoms but ultimately developed recurrent stress incontinence. The patient recently was evaluated by dr. Who performed a urodynamics study and found a good flow of urine. The patient had a positive marshall test at that time. The patient has been quite debilitated with the stress incontinence and is interested in pursuing surgical correction. The patient was cautioned that given her previous two surgeries that the chance of successful for third operation for stress incontinence would not be as good as the first two. Further, the patient was cautioned that given her previous surgery she would be at high risk for bleeding, infection, and particularly injury to the bowel. The patient was aware of these risks, but given her current status, wished to pursue surgical correction.

Manufacturer narrative:
(B)(4).